Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of high blood glucose readings and no delivery alarms from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that there was a crack when she removed the belt clip off the pump. The customer stated that after the first bolus, she found out that the cannula was bent. The customer will be sent a replacement belt clip.